Manufacturer narrative:
The lot number for the malfunction was not provided and a lot history review was not performed. The device has not been returned for evaluation. Since no sample was returned an no objective evidence has been returned for review, the investigation will remain inconclusive for the reported obstruction of flow. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7360001 port & catheter, implanted, subcutaneous, intravascular allegedly experienced obstruction of flow. This information was received from one source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.